Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. Per visual inspection, front and rear housing damaged (lower left & right edge). The complaint could not be duplicated. Investigation found no issues with the device delivery. The pump was tested and was found to be functioning properly and activating within specification. The cause was a user related issue. No further action will be taken. However, the front and rear housing will be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device alarmed air in line nonstop. There was no patient involvement, and no harm/adverse event was reported.